Event description:
It was reported to olympus, that the 4k camera head image became black and color bar appeared on the monitor. It was also noted that the procedure was diagnostic in nature and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that noted that the video connector pin was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected: e3 from blank to non-healthcare professional. H10 from the customer allegation not being confirmed to confirming that there was no image displayed during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no image displayed during device evaluation. However, the definitive root cause of the image failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.